Event description:
Boston scientific received information that a latitude red alert was received for this system due to low shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought back into the clinic and the out of range measurements could not be reproduced. They will continue to monitor the patient via latitude and a normal follow up schedule. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.